Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to internal li-ion battery permanent failure in the ventilator's downloaded error log. No additional repairs were performed. It was noted that the device was not needed for inventory and the unit will be scrapped.